Event description:
Patient's heparin drip was hooked up and connected. Shift hand-off was performed on both end of shifts and everything looked appropriate. Upon assessment, it was noted that the bag appeared more full than it should be. Patient's hep xa came back at <0.1 when it had been therapeutic for quite a while prior. Upon further investigating, it was found that the blue clamp right above the pump was clamped but the machine was not alarming that it wasn't flowing. Once the clamp was removed there were drips flowing.